Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient was taking an antibiotic and had 3 bowel movements with her voids which the patient stated was unusual. On (B)(6), the patient stated that she had some discomfort and pain from her stimulation. There were no further symptoms or complications reported or anticipated.